Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough; guide cath: mach fr4; stent: driver 4.0x15. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, the implanted stent or the mildly calcified lesion, such that the balloon ruptured upon the first inflation at 12atm which is below the rated burst pressure (rbp). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp.

Event description:
It was reported that during post dilatation, the 5.0 x 8 mm nc voyager ruptured during the first inflation at 12 atmosphere in the mildly calcified, concentric, de novo lesion. A non-abbott balloon was used to complete the procedure. There was no reported adverse patient effect. Thought requested, no additional information was provided.